Manufacturer narrative:
(B)(4). Batch #unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How long was the procedure extended? Did the extended or time cause any change to procedure or post-op patient care? What is the patient's current status?

Event description:
It was reported that during a breast implant procedure, a vein was harvested to be used for breast implant. The clip applier was used, but instead of applying a clip it cut the vein like a scissor. The surgeon had to find a new vein to use. The nurse that called in the incident was very concerned and said that the operation time increased and the patient therefore was under anesthesia for a longer time.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: how long was the procedure extended? Did the extended or time cause any change to procedure or post-op patient care? What is the patient's current status? Response received: I cannot say exactly. The patient is ok.